Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested and no failures were observed. The device passed all testing. The reported malfunction could not be duplicated.

Event description:
It was reported that during patient transportation a ventilator stopped working and the display screen went black. The patient was removed from the ventilator and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.